Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and recorded battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and recorded battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information received indicates that the patient presented for changeout, it was noted that the shock impedance was high. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was unsuccessfully and the post-shock impedance measurements increased. A x-ray was made and it was noted that the electrode was malposition. The replacement system will be rescheduled for later time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and recorded battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information received indicates that the patient presented for changeout, it was noted that the shock impedance was high. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was unsuccessfully and the post-shock impedance measurements increased. An x-ray was made and it was noted that the s-ICD was malposition. The replacement system will be rescheduled for later time. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.